Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) was "high"; although a specific value was not given. The customer addressed their bg with a manual injection. Customer reverted to an alternative method of insulin therapy.